Event description:
A customer contacted beckman coulter inc., (bec) regarding a higher than expected thyroglobulin result, within the normal reference range, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. Subsequent testing produced a lower result below the normal reference range that better matched the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied documentation, routine system checks were performed on (B)(6) 2011 and (B)(6) 2011; both passed within instrument specifications. All three levels of tg qc recovered very low (~2sd below the mean). The customer also had two tg calibrations performed on (B)(6) 2011 which failed due to high %cvs. The customer did obtain a passing tg calibration on the same day in the afternoon. The customer stated to customer technical support (cts) that there were no errors posted to the event log in conjunction with this event and there are no other assay issues to report at this time. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.